Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site to evaluate the noted issue. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ECG cable. The fse submitted a quote for replacement of the ECG cable, however, the customer refused the repair because the device was out of warranty. The device was not repaired (the ECG cable was not replaced). The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed no ECG wave. The device was in use on a patient and there was no adverse event to patient or user.